Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips malformed. The device came from a ftr32 flextray. There was no consequence to the patient.